Event description:
Pt experienced pain and swelling post primary tkr. Implanted size large femur, 10mm poly, size 5 mbt. Knee revised (B)(6) 2022. Doi: (B)(6) 2014. Dor: (B)(6) 2022. Unknown knee.

Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received indicated that there was no surgical delay reported and the affected side involved in this event was the left knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this complaint was not returned for examination. The photo investigation and x-ray review found wear and brakeage of the insert, suggesting edge loading. Confirming the reported allegation for the device. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a manufacturing record evaluation was performed for the finished device lot# [470229], and no non-conformances were identified. Device history review: a manufacturing record evaluation was performed for the finished device lot# [470229], and no non-conformances were identified.